Manufacturer narrative:
The alarm trace shows several "sample lld malfunction during movement" alarms. Based on the information provided, a general reagent issue can be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results on a cobas e411 immunoassay analyzer. On (B)(6) 2022, the initial tsh result was 0.019 miu/l with flag. The sample was repeated on (B)(6) 2022 and the result was 3.28 miu/l. The sample was also repeated on (B)(6) 2022 on a mini vidas analyzer and the result was 3.36 miu/l. No erroneous results were reported outside of the laboratory, it is not known which result was deemed correct. The reagent lot number is 589905 and the expiration date is 31-dec-2022.

Manufacturer narrative:
The calibration trace showed that the level 2 calibrator had signals on the low side. The local application engineer found that the customer was not using standard-sized tubes and observed clots in some serum samples. The customer did not use the required rack adapters for 13 mm. Diameter tubes. Rack adaptors were provided to the customer.